Manufacturer narrative:
Additional evaluation c. Conclusion: 18/failure to follow instructions. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4) - the dentist reported that had to remove the dental implant during its installation surgery because it did not achieve a good primary stability. Additionally, the patient presented bone type ii.

Manufacturer narrative:
The information provided in this report was based on information givenby the dentist in neodent¿s products warranty form. The originalcomplaint was received by the subsidiary and did not arrive in themanufacturer yet. When this happens, a new evaluation of the complaintwill be carried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4)- the dentist reported that had to remove the dental implant during its installation surgery because it did not achieve a good primary stability. Aditionally, the patient presented bone type ii.